Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited b30 error (scope communication error) on the monitor and no endoscopy image when connecting the gastrointestinal videoscope. The issue occurred during preparation for use of a diagnostic gastro endoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the monitor has an error b30 (scope communication error) and no endoscopy image because the video socket is worn and rusted. Olympus will continue to monitor field performance for this device.